Manufacturer narrative:
The reported complaint of a user advisory (ua) 12 (lifeband not present) message with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but, was confirmed during archive review. Review of the retrieved archive data, found multiple ua 12 messages on the reported event data ((B)(6) 2018). The platform passed functional testing with no faults found. To reduce a possible reoccurrence of a ua12, the belt clip switch was adjusted. The autopulse platform is a reusable device and was manufactured in february 2008 and has exceeded its expected service life of 5 years. Unrelated to the complaint, to ensure that the autopulse platform is functional without issue, the damaged covers, bent battery lock, and damaged processor board were replaced and a clutch plate deburring was performed. Additionally, the large amounts of small plastic pieces that were loose inside the device were removed. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 12 alerts the operator that the no lifeband is installed or not properly installed. Per the autopulse user guide instruct, to clear ua 12, the operator needs to ensure the lifeband is properly installed with the band clip seated in the drive shaft. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 12 (lifeband not present) message. To troubleshoot the issue, the responding crew replaced the lifeband; however, the ua 12 message continued. The responding crew reverted to manual CPR. There is no known patient consequence reported.